Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they are at the lake and the insulin pump was in a dry pack. The buttons were unresponsive. The customer's blood glucose was 342 mg/dl, which was treated with a back-up plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.